Manufacturer narrative:
Analysis of the event log noted the initial loss of ac power was unacknowledged. The total loss of power alarm functioned as designed. Internal backup batteries replaced with independently source component by facility.

Event description:
User reported the ventilator had lost its ac power source and did not provide a low battery alarm before the device shutdown. No patient harm was reported.